Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2.5 mg/ml at .4696 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient heard an alarm on (B)(6) 2021. Pump interrogation found that the pump motor stalled on (B)(6) 2021 and recovered and then stalled twice on (B)(6) 2021 with the second stall not recovering. There were no environmental, external, or patient factors that may have led or contributed to the issue. Surgery was scheduled for (B)(6) 2021 but canceled per anesthesia and it would be scheduled at a later date. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.